Manufacturer narrative:
This lead remains implanted and in service. When additional information becomes available this investigation will be udpated.

Event description:
Boston scientific received information that this right ventricular (rv) lead delivered two episodes of inappropriate anti-tachy pacing due to oversensing of atrial signals. The physician had previously noted that a portion of the lead coil had dislodged and was back in the right atrium and the p waves were being sensed by the ventricular lead. The duration was increased to 5 seconds. The plan is to monitor the patient with increased follow ups. There was no syncope and no pauses due to oversensing. There was no arrhythmias caused by the atp and no shocks were delivered. No adverse patient effects were reported.

Manufacturer narrative:
Boston scientific received additional information that this rv lead was surgically abandoned and replaced during the routine device replacement procedure. The rv lead had continued to exhibit oversensing of atrial events, although no further episodes of atp had been stored. It was also noted that the pacing threshold measurements were high. The physician believed the issues were related to the lead location. No additional adverse patient effects were reported. The lead is not able to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Approximately four and a half months later, boston scientific received information that this right ventricular (rv) lead revealed oversensing on an abandoned lead in the atrium as the rv lead is positioned close to the atrium. It was also noted that and pacing inhibition in the ventricle occurred and physician felt this was due to the partial dislodgment. Pacing inhibition did not result in asystole greater than two seconds. This patient is not pacer dependent. The lead was reprogrammed and remains in service. No adverse patient effects were reported.